Event description:
It was reported by an attorney that the patient underwent a gynecological procedure on (B)(6) 1999 and mesh was implanted. It was reported that she experienced pain, erosion of her internal bodily tissue and other injuries following the procedure. It was reported that the patient has undergone multiple surgeries and revisionary procedures. No additional information was provided.

Manufacturer narrative:
No conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.

Manufacturer narrative:
It was reported by an attorney that the patient underwent a gynecological procedure on (B)(6) 1999 and a mesh was implanted. It was reported that patient underwent a gynecological procedure involving injection of a bulking agent into the urethra due to intrinsic sphincter deficiency on (B)(6) 2014. No additional information was provided.

Manufacturer narrative:
(B)(4). It was reported by an attorney that the patient underwent a gynecological procedure on (B)(6) 1999 and a mesh was implanted, concurrently with a hysterectomy dye to sui and pop. It was reported that patient underwent removal of foreign body mesh on (B)(6) 2013 due to mesh erosion on vaginal wall. It was reported that patient underwent revision of sling on (B)(6) 2014 due to severe pelvic pain, recurrence and mesh erosion. No additional information was provided.

Manufacturer narrative:
Date sent to the FDA: 08/11/2015. Additional information: additional narrative: it was reported by an attorney that the patient underwent a gynecological procedure on (B)(6) 1999 and a mesh was implanted concurrently with suprapubic catheter placement, mccall culdoplasty, cystoscopy and lso. No additional information was provided.